Manufacturer narrative:
(B)(4). Product background: the opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares method: the complaint opt844 optiflow adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer has stated that headgear hook of an opt844 optiflow adult nasal cannula was found broken during use. Conclusion: without the return of the subject opt844 optiflow adult nasal cannula, we are unable to determine the cause of the reported damage to the subject. However, based on our knowledge of the product, the reported event was likely caused by the cannula being subjected to excessive force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt844 optiflow adult nasal cannula would have met the required specifications. The user instructions which accompany the opt844 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube." "Do not soak, wash, sterilize, or reuse this product."

Event description:
A distributor reported on behalf of a healthcare facility in china that the headgear hook of an opt844 optiflow adult nasal cannula was found broken during use. There were no reported patient consequences.